Event description:
A malfunction alarm was reported, indicating an issue that caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." The customer addressed this by administering a correction bolus via the pump and did not require third-party assistance. Technical support provided guidance for resetting the pump, which resolved the malfunction as the code did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.